Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure a foreign material was noticed between the tip and the sleeve. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D3: legal manufacturer is "stryker instruments - a division of stryker corp". H6: the quality investigation is complete.

Event description:
It was reported that during a procedure a foreign material was noticed between the tip and the sleeve. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.